Event description:
The functional gain could no longer be maintained, resulting in reduced device benefit. The user has been re-implanted with a cochlear implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Additionally, the coupler was found to be detached from the stapes at explantation due to unknown reasons. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The functional gain could no longer be maintained, resulting in reduced device benefit. The user has been re-implanted with a cochlear implant.